Event description:
It was reported that there was loss of image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Alleged failure: shut down during a case. Probable root cause: cables, connectors, sources, or sinks, capture card, motherboard, power supply, sdc firmware, over-heating (air duct, fans, heat sinks, dust, vents), sdc application software, clarity package, clarity algorithm, use error , cybersecurity - assets - video input/output, video routing, teleconferencing/calls/video streaming. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.